Manufacturer narrative:
Reported event: when the check point was removed, the head was removed from shaft. Therefore, the surgeon scraped the bone with chisel and luer bone rongeur forceps removed the shaft part and the operation was continued. The surgeon scraped the bone with chisel and luer bone rongeur forceps removed the shaft part tha. Product evaluation and results: 2 fractured pieces of the device was removed from the patient and then discarded. Product unavailable for inspection. Product history review: a review of the device history records could not be performed as the lot was not provided. Complaint history review: a review of the complaint history could not be performed as the lot was not provided. Conclusions: product unavailable for investigation. Failure mode of broken checkpoint is confirmed from supplied pictures. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event.

Event description:
When the check point was removed, the head was removed from shaft. Therefore, the surgeon scraped the bone with chisel and luer bone rongeur forceps removed the shaft part and the operation was continued. The surgeon scraped the bone with chisel and luer bone rongeur forceps removed the shaft part. Tha.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available".

Event description:
When the check point was removed, the head was removed from shaft. Therefore, the surgeon scraped the bone with chisel and luer bone rongeur forceps removed the shaft part and the operation was continued. The surgeon scraped the bone with chisel and luer bone rongeur forceps removed the shaft part tha